Event description:
Customer complained of standard strip being out of range. Further troubleshooting gave a value of iii with a range of 77-103. The device was replaced and the defective one returned for investigation and analysis.